Manufacturer narrative:
Added g3/g4, h1/h2. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak, reoperation and endoprosthesis: component migration. Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: the length from the lowest renal to proximal end of the device is ~10mm. There is ~4 mm of seal. Contrast is visible outside of the proximal end of the device and communicates with the aneurysmal sac. A proximal type I endoleak can be confirmed with the images.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and endoprosthesis: component migration.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular aneurysm repair (evar) to treat an abdominal aortic aneurysm (aaa) procedure utilizing two gore® excluder® aaa endoprosthesis, a gore® excluder® conformable aaa endoprosthesis and a gore® dryseal flex introducer sheath. The patient tolerated the procedure. On (B)(6) 2022, during a follow-up CT scan, the type 1a endoleak was discovered and a reintervention was planned as the graft had slid down distally with the outer wall migrating more than 10mm. On (B)(6) 2023, the patient underwent a planned reintervention endovascular procedure in zone 9-infrarenal aortic aneurysm utilizing two gore® excluder® conformable aaa endoprosthesis (aortic extenders) to treat the type 1a endoleak. Reportedly, the cause of the type 1a endoleak was the excluder conformable in the initial procedure as the initial case was not within the IFU of the excluder conformable with the short neck angle but the physician wanted to proceed with the procedure regardless. The type 1a endoleak was resolved at the end of the procedure and the patient tolerated the procedure.

Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.